Event description:
During a phalange distraction with a minifixator, the screw locking the rotational center of the minifixator broke (two days after surgery). The complaint report provides no info regarding the circumstances of the event except that a second surgery was conducted.